Event description:
Procedure: gastric bypass. Reportedly, when the device was fired the staples did not deploy properly. The surgeon cut the tissue and noticed there were no staples. There was no bleeding or fluid leakage. However, the anastomosis had to be modified and redone which added around 15 to 30 minutes.